Event description:
The customer reports the product is linting and fraying, leaving particles in the sterile field.

Manufacturer narrative:
The lot number provided by the customer was invalid. Because a valid lot number was not provided, the device history record review could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If a valid lot number is provided at a later date, the investigation will be reopened and updated accordingly. Twenty-five samples were received at the plant for the investigation. Upon a visual evaluation of the samples, the defect was confirmed. The supplier determined the root cause to be associated with the manufacturing process when the material was cut. To address this issue, the supplier will improve their process during the manufacturing of the product. Before cutting the product a cleaner will be used to collect, clean, and prevent lint. In addition scissors will be used to cut any linting off, 1cm will be left between cutting widths, and an automatic tracking cutting device will be used to prevent linting. If linting is found, it will be reported by an employee who will ensure the non-conforming product is checked before processing it further. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.